Event description:
Star total ankle replacement sliding core mobile bearing was exchanged.

Manufacturer narrative:
There were no deviations reported in the DHR for part no. 400-143f, lot no. 1418138. All released parts were within specification.